Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. The device was not returned.

Event description:
It was reported that the patient had a hard time with the burst pack of the magic 3 hydrophilic intermittent catheter and activating the lubricant.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had a hard time with the burst pack and activating the lubricant.